Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event. It was noted that there was an error in the software update history and the stylus was missing.(B)(4).

Event description:
It was reported that there was difficulty in reading icds and pacemakers. The programmer also displayed an error code, but it disap peared from the screen too quickly to read it. The programmer was returned for servicing. No patient complications have been reported as a result of this event.